Event description:
This report was received from (B)(4) from a us renal dialysis nurse on (B)(6) 2012: in (B)(6) 2007, the patient began therapy with dianeal pd2 ambuflex, 10.5 l (with 5 cycles) nightly intraperitoneally (ip) for peritoneal dialysis (pd). In (B)(6) 2010, pd therapy was discontinued as the patient reportedly did not need further dialysis. On (B)(6) 2011, dianeal pd2 ambuflex therapy was restarted. On (B)(6) 2012, the patient experienced exacerbation of a pre-existing umbilical hernia, and was referred to a surgeon. The facility nurse was unable to clarify if hernia occurred prior to or after pd therapy start date. On (B)(6) 2012, the patient underwent surgical hernia repair and pd catheter replacement. It was not specified if the patient was hospitalized. It was not clarified why the catheter was replaced. On (B)(6) 2012, pd therapy was discontinued. In (B)(6) 2012, the patient was switched to hemodialysis. On (B)(6) 2012 or (B)(6) 2012, the patient was admitted to the hospital for chest pain and diaphoresis. On (B)(6) 2012, the patient expired. The patient's wife indicated the cause of death was cardiac arrest. The nurse could not provide further details regarding cause of death. The nurse considered the exacerbation of umbilical hernia and related pd catheter replacement to be possibly related to pd therapy. She explained that the pressure created by the dialysate solution may have exacerbated the patient's pre-existing hernia. The patient death is being addressed in a separate report.

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. Internal and external visual inspections were performed and revealed no problems. There was no evidence of fluid or moisture found within the device. The device passed both the homechoice return instrument testing and evaluation (rite) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported condition. A review of the devices event history logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The problem was not confirmed. The assignable cause of the problem is undetermined. A service history review and device history review were performed and revealed no issues that could have caused or contributed to the reported difficulty.

Manufacturer narrative:
(B)(4). The device is reportedly available for evaluation. Should the device be returned and evaluated a follow report will be submitted. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.